Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Mcreynolds adapter broke at the threads when trying to extract a well fixed stem during a hip revision.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a restoration modular adpator was reported. The event was confirmed. Method & results: device evaluation and results: examination of the device confirmed the event and determined the device fractured in overload. Medical records received and evaluation: no medical records were made available for evaluation. Device history review: there were no reported discrepancies. Complaint history review: there have been no other events for the referenced lot. Conclusions: the investigation concluded that the examination of the device indicated the threads fractured due to overload.

Event description:
Mcreynolds adapter broke at the threads when trying to extract a well fixed stem during a hip revision.